Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the dxc 700 au chemistry analyzer. The fse observed a bent sample probe, bent ise mixer and the buffer valve fitting was loose. The fse tightened the loose fitting, replaced the sample probe and mix bars to resolve the issue. System performance was verified. No further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low ise (ion selective electrode) patient results on their dxc 700 au chemistry analyzer. All abnormal patient results were checked on another analyser and no abnormal results were reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The number of patients affected is unknown as the customer did not provide data or patient demographics.